Event description:
It was reported the system arced and would not produce x-rays. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the snubber board and performed a filament calibration. The system operates as intended.